Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and contained what appeared to be a true driveline disconnect resulting in multiple alarms as well as a brief pump stop on (B)(6) 2024 at 12:42pm. The pump did resume normal operation once the driveline was reconnected. Log files were submitted for review and there were no further unusual events after the driveline disconnect. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the driveline being temporarily disconnected was confirmed via the submitted log files. Data from the reported event date of 21aug2024 was reviewed in the submitted controller event log files. The driveline was disconnected at 12:42:20 on (B)(6) 2024, resulting in the pump stopping; driveline disconnected, pump off, and low flow hazard alarms activated at this time as intended. The driveline was then reconnected at 12:42:23 on (B)(6) 2024 and the pump ramped up to the set speed without issue. The driveline remained connected for the remainder of the log file. No other notable alarms were active in the log files. The pump maintained a speed within the expected range throughout the log files. Multiple attempts were made to obtain additional information from the customer regarding the event (including why the driveline was disconnected); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline disconnected, pump off, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.